Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact, the top case cracked and chipped by the front left bottom corner. No visible contamination. The device history report showed the motor not running error found in ehl. The device was tested using the occlusion test. The test found motor not running error was duplicated using same infusion rate as customer (300 ml / hr.). The root cause was attributed to the main pc board. Main pc board was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets). Customer. Physical impact caused main board to come out of the extrusion grove. The tech re-assemble and realigned main pc board. Power up and performed occlusion. Device passed all the functional test. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a constant motor not running alert. No patient injury reported.